Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable fmea/eura (peura rm5796 rev26) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: 1. First of all on insertion the ¿filter¿ when loosened/removed leaks blood as the coloured end blocks the nurses ability to see the blood coming to the end of the tubing. Also, depending on the flow back of blood sometimes we don¿t have time to ¿clamp¿ the tubing before blood gets to the very end. 2. Another way nurses are getting exposure to blood from this product is through the IV caps. Once inserted, if blood was overfilled in the tubing it leaks around the luer lock and once flushed with saline or ivf, the blood leaks out from the bottom of the cap. I have also had blood leak from the top portion of the cap both on insertion of ivf/sl and after removing sl. 3. I have a third way seen blood exposure to nurses from the blunt end, where the grey/white hub gets removed after insertion. This IV product has multiple blood exposure and is a very poor design. I will be submitting another psls after getting blood on my hands after giving IV sedation and flushing with saline from the bottom of the cap. This happens multiple cases a day, and I am not the only one who experiences this issue. Blood exposure from ivs is completely unnecessary and unsafe.